Event description:
Per the clinic, the patient experienced pain since initial implantation. Subsequently, the device was explanted on june 05, 2026. The abutment was removed during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.